Manufacturer narrative:
Engineering evaluation showed the following. There was no endoprosthesis returned. Approximately 48.5 cm of deployment line was coming out of the transition with a single fiber extending approximately 20 cm past the end of the full deployment. There was a knot in the deployment line approximately 42 cm from the transition. The end of the deployment line appears frayed and broken. The rest of the delivery catheter appears unremarkable. Based on the device examination performed, no manufacturing anomalies were identified.

Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular procedure with non-gore device. During the procedure, vessel injury possibly due to perforation by guidewire was confirmed. The physician elected to implant a gore® viabahn® endoprosthesis in the right common and external iliac artery to repair the iatrogenic injury. Deployment of the endoprosthesis was started, however, it became impossible to pull the deployment line. Reportedly, one or two centimeters of the deployment line was left which still needed to be pulled. It was suspected that the deployment line was caught in the external nitinol stent, so the physician moved the delivery catheter back and forth and moved a sheath. The deployment line was then broken and a few centimeters of the line remained in the patient. The endoprosthesis was now expanded, but a part of the endoprosthesis was not expanded enough. A bare metal stent was implanted to fix the deployment line remained in the patient and expand the endoprosthesis. It was confirmed that hemostasis was achieved, and the procedure was concluded. The patient tolerated the procedure.